Manufacturer narrative:
The pump was not retained and will not be returned for investigation.

Event description:
An 82 year old female with an indication for mitraclip therapy required temporary mechanical circulatory support with an impella cp via right femoral arterial access (percutaneous) beginning on (B)(6) 2026 at 19:16. The patient¿s pre support clinical condition was consistent with scai shock stage a. During impella support, the patient developed laboratory evidence of hemolysis, identified by an elevated plasma free hemoglobin (pfhgb) level of 30 mg/dl, accompanied by yellow discoloration of the urine. Two pfhgb measurements were obtained within 24 hours; however, both values were not greater than 40 mg/dl. This event represents a non-fatal patient injury of hemolysis occurring during impella cp support, attributed to device use in the context of patient specific anatomical considerations, specifically a small left ventricle. Imaging confirmed appropriate pump position throughout support, and no device malfunction or positioning abnormality was identified. Hemolysis improved with a reduction in pump support level. The device was not removed due to the event, and the patient survived to explant without further reported complications. Device involvement was assessed as no involvement. The device was successfully weaned and explanted on (B)(6) 2026 and the patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the product problem (b1) was inadvertently omitted in error from initial and has now been provided. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.